Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stayed in pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyosis"). The patient was treated with surgery (essure removal surgery/ hysterectomy / laprotomy). Essure was removed. At the time of the report, the pelvic pain and adenomyosis outcome was unknown. The reporter considered adenomyosis and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: adverse event. Most recent follow-up information incorporated above includes: on 23-mar-2020: information from social media was received: new reporter and new event were added. (Pelvic pain female and adenomyosis). On 23-mar-2020: new event: "laparotomy". New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I went january 7th and my surgery is january 30th') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: adverse event. Most recent follow-up information incorporated above includes: on 3-dec-2019: pfs received : case was updated from other event to incident. Event adverse event nos was updated to medical device removal. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.